Manufacturer narrative:
Initial.

Event description:
It was reported that a user forgot to announce a lunch meal and later observed a blood glucose of 261 mg/dl while the ilet displayed 17 units of insulin on board; education was provided by customer care agent on the correction algorithm that manages missed meal announcements and on potential insulin absorption issues given that glucose had not begun to decline. No reported clinical symptoms associated with hyperglycemia. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation of this case revealed that the event was consistent with a missed meal announcement combined with potential reduced insulin absorption from a third-day infusion site, with the device functioning as designed by delivering algorithm-driven correction insulin. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with possible infusion site absorption variability.